Manufacturer narrative:
One device was returned for repair in used condition. Physical condition of this device found a peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. No evidence to review in event history log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Primary reported problem was duplicated. During functional test the downstream occlusion sensor failed. The reported cause was from inoperable downstream occlusion sensor. Device passed all functional tests after the repair.

Event description:
It was reported that the pump exhibited a cassette not loaded properly error message. The event occurred during preventative maintenance, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.